Manufacturer narrative:
(B)(4). Batch # p93g0e. Investigation summary the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. In addition with a gouge in the blade tip. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them.prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap sleeve gastrectomy procedure, the white tips of device started to peel off. Customer continued case with new device. No delay in surgery. No patient issue reported.